Event description:
It was reported by customer, ¿I had a strange issue with my introducer dilator. When I went to break the orange piece to leave the PICC in place, it broke in a weird way so that the PICC line was not free moving. I had to remove the PICC line, thread my wire through my dilator, re-dilate with a new introducer dilator, and insert my PICC through it.¿ no other information was provided. Additional information provided 01/06/2024: it was the introducer part of the introducer dilator - the orange piece that splits apart specifically.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven break in the t-handle is confirmed; however, the root cause could not be determined. Three photographs of a 4.5fr microintroducer were returned for evaluation. An initial visual observation of the photographs showed the proximal end of the microintroducer. The orange t-handle was broken although it exhibited an uneven break. A small portion of the orange plastic could be seen on one half of the sheath. Use residue was observed on the sample in the returned photographs. Although a damaged microintroducer was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer, ¿I had a strange issue with my introducer dilator. When I went to break the orange piece to leave the PICC in place, it broke in a weird way so that the PICC line was not free moving. I had to remove the PICC line, thread my wire through my dilator, re-dilate with a new introducer dilator, and insert my PICC through it.¿ no other information was provided. Additional information provided 01/06/2024: it was the introducer part of the introducer dilator - the orange piece that splits apart specifically.